Event description:
It was observed that when contrast was injected through one route, it was coming out the other. Not reaching the patient, wetting the patient and the stretcher. The situation was observed in 2 different episodes. Additional information received on 15 may 2026: was there any harm to the patient's health? If so, please explain in detail. No did the spilled liquid come into contact with the patient or healthcare professional¿s skin or mucosa? It was observed that when contrast was injected through one route, it was coming out the other. Not reaching the patient, wetting the patient and the stretcher. The situation was observed in 2 different episodes. Because the material was contaminated, it could not be stored. We separated the entire batch in question was the professional wearing ppe? Yes.

Manufacturer narrative:
G.4. K183399; k243403. A device history record review was completed by our quality engineer team for provided material number 383536 and lot number 5301027. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.